Event description:
It was reported to vyaire medical that the customer is unable to get accurate fio2 (fraction of inspired oxygen) with multiple attempts on a avea ventilator. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.